Manufacturer narrative:
It was reported to abbott, a patients¿ drg system was explanted. The patient stated they had been receiving shocking sensations and had turned off the device. Therapy had been turned off since (B)(6) 2023 and the patient had not experienced any shocking. The system was explanted without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing shocking near the lead site. Surgical intervention took place on (B)(6) 2023 where the lead was explanted.